Manufacturer narrative:
Microscopic examination of the small piece of the whole device that was returned. Co has a copy of the investigation results that co received from the MFR. Investigation revealed the following: there have been no changes in the material formulation. There have been no changes in the mfg process. The small slit is approximately 1 mm in length & located 1 cm from the end of the tubing beneath the adapter collar. The view under a 20x scope reveals there is an indentation continuing from the slit. Fatigue from flexing the catheter near or around the metal collar may have casued the slit. The lot # for this catheter is unk which prevents point medical corp from testing on the retainer piece or conducting any further investigation.